Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys cea assay results for one patient sample from two cobas 6000 e 601 modules. The serial numbers were (B)(4). It was unclear which analyzer generated which specific result. The initial result was less than 1.0 ug/l and was reported outside of the laboratory. The physician did not believe the result and the sample was repeated. The repeat results were 0.267 ug/l, 17.69 ug/l, and 17.77 ug/l. There was no allegation of an adverse event. The field service representative checked the instruments and performed a system volume check. On cobas e601 serial number (B)(4), he found the branch block had a slight leak and he replaced the branch block and pinch tube. He performed a sipper purge.